Event description:
Follow up information received identified the patient's scs ipg was replaced with a new one. The reported issue has been resolved.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to communicate with the scs ipg and the charger. Troubleshooting of the issue indicated the patient's scs ipg battery may had depleted. Surgical intervention may be taken to replace the patient's scs ipg.